Event description:
A malfunction issue was reported with a code displayed as malf 12 on the customer's device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which they acknowledged and understood.